Event description:
It was reported that this programmer had an unresponsive touchscreen. The local sales representatives noted it simply did not function in any way. No patient was involved, and the unit was returned to the local warehouse.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.